Manufacturer narrative:
The device was evaluated remotely. To obtain additional information regarding the cause and reported issue multiple good faith effort communications were made. But however, no additional information was received. Based on analysis of the results, there is insufficient information to confirm the cause and reported issue.

Manufacturer narrative:
Reporter last name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device prompts that the battery power is low, then reinstall the battery and charge it. The battery cannot be recognized. The device has been left for a while and was recently taken out for use. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.